Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the sag head and rotor were corroded and the upper bearing was broken. The device was repaired and returned to the account.

Event description:
It was reported that the device heated up during a procedure. The procedure was successfully completed with a back up device. There were no allegations of adverse consequences associated with this event.